Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump exchange due to hemolysis and suspected device thrombosis. Additional information provided to the manufacturer indicated that the patient had elevated lactate dehydrogenase (ldh) levels. Pump parameters were unchanged and there were reportedly no clinical indicators that would have predisposed the patient to this issue.